Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. (B)(4).

Event description:
A diamondback peripheral exchangeable orbital atherectomy device (oad) was used to treat a chronic total occlusion in the superficial femoral artery. Three treatment passes were performed at low speed and two at high speed. The oad was removed and balloon angioplasty was performed. Angiography was performed of the vessel run off and an embolism was observed in the area of the popliteal artery. A thrombectomy catheter was used and the area improved, however a more distal embolism was observed and flow was lost to the dorsalis pedis. The patient was asymptomatic but was placed on heparin and monitored overnight to address the no flow. As of 15 march, the patient was in stable condition. Per the physician the cause of the embolism was unknown.